Event description:
Information obtained form a clinical study referenced in (B)(6) literature: all of the patients in the study suffered from symptomatic prolapsed hemorrhoids. This patient required a re-operation after the first procedure because of persistent bleeding after a hemorrhoidectomy. The oozing was from an unhealed dehiscent wound.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.